Manufacturer narrative:
Batch review performed on 7 november 2022: lot 2111800: (B)(4) items manufactured and released on 16-sept-2021. Expiration date: 2026-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event in the period of review. Additional device involved: batch review performed on 07-nov-2022. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2203055: lot 2203055: (B)(4) items manufactured and released on 18-may-2022. Expiration date: 2027-may-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 20 days after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.